Event description:
The hospital stuff attempted to administer a shock to 71 y/o female pt diagnosed in cardiac arrest. The defibrillator was charged but allegedly failed to discharge. A backup defibrillator was made available and used with no other problems reported. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the pt's lack of viability due to her preexisting condition.